Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an occurrence of error code e103 with the xenon light source. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (unmark health professional and company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the use of non-olympus lamp made the phenomenon occur. E103 (ignition error) means failed lighting of the clv lamp. The customer replaced the lamp and they solved the problem by themselves after the olympus advice by phone. However, a definitive cause could not be determined. The following is included in the instructions for use (IFU): warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.